Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Two images were submitted for evaluation; no device components were returned. The images appeared to show a green colored tube; "9 cm" (corresponding to 3.5") had been written on the surface beside the tube. Based solely upon the aforementioned images, it appeared that the tube had been slightly curved along its length; no additional evaluation was possible. It should be noted that the images were blurry. The length dimension noted in the returned images is consistent with the tamper tube length specification. The angio-seal device instructions for use (IFU) states that after cutting the suture below the clear stop, the tamper tube should be removed using a slight twirling upward motion. The angio-seal patient information guide states that within 60/90 days, the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.

Event description:
It was reported via the risk manager from the hospital that the (B)(6) male pt underwent a planned right femoral endarterectomy surgical procedure in (B)(6) 2005. Allegedly, the surgeon found a foreign material during the procedure that was felt to be a piece of a tamper tube in the right femoral artery. The piece was removed and the patient reportedly recovered. The patient had coronary artery disease and had numerous coronary angiograms and it was suspected that this foreign body came from one of those procedures. The name of the deploying physician was unk. The hospital risk management has the removed foreign body, but will not release it. The hospital was made aware of the event on (B)(6) 2010.